Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break near the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with helix extension/retraction difficulty. Analysis concluded that the clinical observations of helix difficulty and difficult-to-position allegations were confirmed.

Event description:
It was reported that this lead was an attempted implant due to unknown reasons. Additional information was received confirming this lead was unable to be successfully implanted due to helix mechanism issues and placement difficulties after attempts to reposition it. This product was returned for analysis. The product investigation revealed that this lead was fractured. No adverse patient effects were reported.